Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl and sensor glucose was 75 mg/dl. The customer declined troubleshoot for difference between blood glucose level and sensor glucose. The insulin pump was returned for analysis.